Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "item 363083, lot: 2291888, exp 07/31/2023, is overfilling."

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "item 363083, lot: 2291888 exp 07/31/2023, is overfilling."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes; d9: returned to manufacturer on: 2023-04-17. H.6. Investigation summary: bd received [10] samples for investigation. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The samples were visually inspected with no issues being identified. The customer samples and 10 retention samples were draw tested. All tubes were within specification limits. Draw testing of the samples and retentions do not reveal overfill. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.